Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found the inner coil over torqued at the connector region due to procedural damage. Other damage noted is consistent with procedural damage. The reported event of high pacing impedance was not confirmed.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant, high out of range pacing impedance was noted on the right ventricular (rv) lead. When the helix was extended, pacing impedance measurements were stable. The rv lead was explanted and replaced. The patient was stab.